Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that prior to a procedure, the tip of the guide wire was bent. As the 300cm choice floppy j wire was opened and prepped for use it was noted that the tip of the device was bent. The procedure was completed with another device. However; analysis revealed damage and peeling of the outer coating.

Manufacturer narrative:
(B)(4) - a visual inspection was revealed kinks located approximately at 1cm, 1.5cm, 2.0cm and 3.6cm from the distal end. The ptfe coating was found peeled approximately 52.5cm from the proximal end. All outer diameter measurements are within product specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).